Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-jan-30. It was reported that the pump off password was requested due to intermittent motor stall and recovery alarms. The pump was to be replaced, possibly next week and would be returned for analysis. The pump off password code was provided.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-feb-17. It was reported that the pump was replaced on (B)(6) 2017. The device was not returned for analysis.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was reported that pump replacement was planned. There was no indication that the pump had alarmed again. No withdrawal was reported, and the patient experienced only increased back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted infusion pump containing bupivacaine (8 mg/ml at 4.786 mg per day) and hydromorphone (2 mg/ml at 1.1965 mg per day). The indications for use included non-malignant pain and lumbar radiculopathy. It was reported that upon interrogation of the pump, a motor stall was seen. Pump logs indicated that two motor stalls and recoveries occurred beginning on (B)(6) 2016. The patient had not had recent magnetic resonance imaging (MRI).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.